Event description:
During the treatment of an aneurysm located at the top of the basilar artery, the aneurysm was satisfactorily embolized with coils. Prior to the treatment, it was decided to end the procedure using a stent; as during the procedure, it was observed that the coils had a tendency to bulge outside the sac due to the wide neck. A scepter c balloon was deployed through the stent which had been used during the procedure (remodeling technique), and inflated at least 4 times successfully. The extremity of the stent was initially deployed (2 or 3mm) in the p1 section of the right posterior cerebral artery. It was decided to resheath the stent and to start deploying it at the tip of the basilar artery. After about half the stent was deployed, without any technical difficulty, the blood pressure abruptly increased (patient under general anesthesia). The stent was deployed successfully. An immediate run with contrast media showed massive outflow into the subarachnoid space due to basilar rupture, just opposite proximal balloon marker. An attempt was made to inflate the balloon to stop the hemorrhage. However, this was not successful. The balloon catheter was removed. It was not possible in inflate the balloon. The center reported that they checked the scepter c balloon several days after the procedure to see if the stent had in some way damaged the scepter-c. However, it was indicated that there did not appear to be a leak coming from the lumen of the microcatheter. It was indicated that they did not believe the stent caused any problem. The center insisted the deployment was uneventful. Also, indicated per the user report, the balloon catheter was connected to a medallion 3ml luer syringe. The microcatheter for the deployment of coils was also rinsed with a 3ml medallion syringe. The use indicated that as they were preparing the stent, it is possible that the two medallion syringes could have been confused and accidentally over inflated the balloon causing damage (rupture) of the balloon and damage to the arterial wall, with a delayed rupture occurring during the deployment of the stent. Since it was a purge, there was no reason to perform fluoroscopy, so they would not have seen the balloon inflate. Patient status: patient was under full IV heparin + IV aspirin + clopidogrel. It was indicated that they reversed the heparin with protamine sulfate. A pipeline stent was then deployed using a marksmann microcatheter, reducing the blood outflow but incompletely. A hyperglide balloon was then placed and inflated for 2 minutes, allowing complete arrest of the outflow at the tear, with an excellent flow inside the pipeline and besilar. However, 5 minutes later the bailar artery thrombosed. Despite using the balloon, it was impossible to maintain a flow.

Manufacturer narrative:
Patient information - patient identifier not available. Sample analysis: a visual analysis of the returned device revealed a linear tear on the device balloon. The remainder of the device was normal in specification. The root cause of this complaint appears to be due to the device being over inflating. The linear tear is consistent with this type of damage. This is also consistent with the user's incident description. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.